Manufacturer narrative:
(B)(4). 1627487-07262012-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg. The ipg is now inoperable and unable to communicate with the programmer and charger. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.